Event description:
Reporter stated that they took the patient to the emergency room because their blood glucose was high and they went into convulsions. Reporter also stated that the patient said they did't receive any error messages. Their blood glucose level was at 822 mg/dl when it was checked at the hospital and they also tested positive for ketones. They were treated with an insulin drip at the hospital.